Manufacturer narrative:
The manufacturer did not receive devices for review as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
The patient is pursuing a product liability claim. It was reported that the patient was implanted a metasul, alpha insert, gg/28 in 2003 (as the exact implantation date is unknown the last day of the year was taken as implantation date) following a heavy fall that tore the top of the labrum. Patient found to have dysplastic hip. Patient has been suffering from chromium and cobalt toxic levels - symptoms include elevated blood levels, severe pain in the joint, tremors, blurred vision, increased erratic heartbeat, fluctuating blood pressure, headaches, hydronephrosis, abnormal liver and renal function tests, and a thyroid lump. Revision surgery is planned but has not yet been performed.

Manufacturer narrative:
Investigation results were made available. Updates: date received by MFR, type of reports, if follow-up, what type?, evaluation codes, additional MFR narrative. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified review of description: it was reported in patient letters that the patient had a mom hip replacement in 2003 and since 4 years she is having symptoms including elevated blood levels, severe pain in the joint, tremors, blurred vision, increased erratic heartbeat, fluctuating blood pressure, headaches, hydronephrosis, abnormal liver and renal function tests, and a thyroid lump. Patient's history can be summarized as follows: it was reported that the primary surgery in 2003 was required due to an accident that tore the labrum of the top of the right femoral head and that the patient recovered very quickly after the surgery. It was then reported that in 2012 the patient slipped and fell and had back and left hip injury. Due to this injury the patient underwent a spine surgery and a left hip replacement surgery. At that time lymphadenopathy in the right groin was discovered. During the left hip replacement surgery, it is reported the patient suffered from an intraoperative spiral fracture of the left leg, which caused her to have a brace for almost 10 months. The patient also reports to have very low bone density. In (B)(6) 2013 the patient had metallosis diagnosed. In (B)(6) (most probably 2015) the patient fell again and injured her wrist/thumb elbow. The patient is reporting symptoms as abnormal renal and liver function tests as well as hydro nephrosis, very large mouth ulcers, nausea, dizziness, gi upset and low bone density. This symptoms are reported to be connected to the high blood serum cobalt and chromium and their toxicity. The patient states to have considerable documentation such as ; MRI¿s, CT scans, letters, blood levels for the last 3 years that show ongoing serum elevation, declining overall health, and the acc transcript of her appeal against their decision (at a considerable financial outlay). However, only the last document, which does not include additional information regarding the reported event, was available for review. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Only patient labels and patient's letters were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis (still implanted). Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause determination using dfmea (metasul alpha insert) : adverse body reaction due to metal particles release (fretting between shell and stem) leading to soft tissue reaction due to impingement with stem - possible: no x-rays are available, therefore this cannot be excluded. Adverse body reaction due to harmful leachables from implant material (eg. Phthalate). - not possible: the product implanted are compatible and biocompatibility specification certifies the suitability of the material. Additionally, a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint investigation or in the current pms process. Release of particles eg. Metal ions, pe or ceramic particles, due to inadequate material pairing - not possible: the product implanted are compatible and material compatibility specification certifies the suitability of the material. Additionally, a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint investigation or in the current pms process. Mal-function of articulation, leading to excessive wear, corrosion, metal ion release due to off label use, combination with competitor products eg. Different inserts, not compatible screws - not possible: the product implanted are compatible. Increased wear, loosening or fracture of components due to patient with high body weight - possible: patient weight is unknown. Mal-function of device, leading to excessive wear, corrosion, metal ion release, loss of connection, dislocation of insert due to off label use, combination with non approved zimmer products (eg. Different inserts, not compatible screws, implant and instruments) - not possible: the product implanted are compatible. Root cause determination using dfmea (metasul head) : increased release of wear particles due to 3rd body wear due to particles (bone cement, ceramic particles from former revision). - possible: no x-rays and no surgical notes are available, therefore this cannot be excluded. Additionally, the patient fell in 2012 and in 2013 and it is possible that the falls influenced the positioning or damaged the implants, or contributed to the presence of 3rd bodies. Increased release of wear particles, loosening of components, foreign body reaction due to increased wear from articulation due to insufficient wear performance of components (material, surface, clearance) - not possible: the product implanted are compatible and biocompatibility specification sap certifies the suitability of the material. Additionally, a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration , systematic assessment defined in complaint investigation or in the current pms process. Increased release of wear particles, loosening of components, subluxation, dislocation due to impingement of components due to design - not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration , systematic assessment defined in complaint investigation or in the current pms process. Increased release of wear particles, disfunction of joint due to dislocation, subluxation => possible: no x-rays and no surgical notes are available, therefore this cannot be excluded. Additionally, the patient fell in 2012 and in 2013 and it is possible that the falls influenced the positioning or damaged the implants, or contributed to the presence of 3rd bodies. Inadequate rom (impingement) leading to increased release of wear particles, loosening of components, subluxation, dislocation due to wrong cup position, impingement of the skirted head with acetabular liner - possible: no x-rays and no surgical notes are available, therefore this cannot be excluded. Increased wear due to micro separation - possible: unknown as the products were not returned for investigation (still implanted). Undesired tissue reaction due to bioincompatibility of residuals due to product with manufacturing residuals (cleanliness) => not possible: the product implanted are compatible and biocompatibility specification certifies the suitability of the material. Additionally, a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration , systematic assessment defined in complaint investigation or in the current pms process. Metal ion release - increased serum cobalt and serum chromium due to wear and metal ion release - possible: the patient reports to have high cobalt and chrom ion values in the blood serum. Foreign body reaction due to not suitable material. - not possible: the product implanted are compatible and biocompatibility specification certifies the suitability of the material. Additionally, a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration , systematic assessment defined in complaint investigation or in the current pms process.. Toxicity, carcinogenicity, mutagenity due to not suitable material. - not possible: the product implanted are compatible and biocompatibility specification certifies the suitability of the material. Additionally, a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration , systematic assessment defined in complaint investigation or in the current pms process. Undesired tissue reaction due to bioincompatibility of material due to leachables from implant material (eg phthalate etc). - not possible: the product implanted are compatible and biocompatibility specification certifies the suitability of the material. Additionally, a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration , systematic assessment defined in complaint investigation or in the current pms process. Increased wear, loss of taper connection, dislocation due to high patient activity - possible: patient activity is unknown. Mal-function of articulation, leading to excessive wear due to wrong material combinations - not possible: the product implanted are compatible and material compatibility specification certifies the suitability of the material. Additionally, a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration , systematic assessment defined in complaint investigation or in the current pms process.. Mal-function of articulation, leading to excessive wear due to off label use, combination with competitor products - not possible: the product implanted are compatible. Increase particle and metal ion release, increased wear, loss of taper connection, subluxation, dislocation due to increased ante/retro-version of the stem may increase joint loading - possible: no x-rays and no surgical notes are available, therefore this cannot be excluded. Increased release of wear particles, loosening of components, subluxation, dislocation due to impingement of components due to malposition - possible: no x-rays and no surgical notes are available, therefore this cannot be excluded. Increased release of wear particles due to scratches on articulation surface from surgeons - possible: unknown as the products were not returned for investigation (still implanted). Increased wear, fretting corrosion (lever torque) due to patient with high body weight and bmi - possible: patient weight and bmi is unknown. Failure of implant function (loosening of taper connection, increased wear from articulation) due to metasul heads are re-used against manufacturers directions provided on box labeling and IFU. - not possible: nothing suggests re-use of the devices. Additionally, a tissue reaction like metallosis, pseudotumor or metal allergy can be a post-operative risk for metal on metal (mom). In example, metallosis of hip is well known issue in the literature dedicated to mom joint replacements, and is defined as aseptic necrosis, local necrosis or loosening of the prosthesis secondary to metallic corrosion and release of wear debris. More generally, mom hypersensitivity reactions are increasingly being recognized as a cause of osteolysis, loosening, and subsequent failure in the short- to intermediate-term follow-up of mom-thas. Moreover, complex physiological reactions like pseudotumor or metal allergy are known risks for this kind of metal-on-metal implants. Conclusion summary a tissue reaction like metallosis, pseudotumor or metal allergy can be a post-operative risk for metal on metal (mom). Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In the available information it is reported that the patient fell in 2012 and in 2013 and it is possible that the falls influenced the positioning of the implant, damaged the implants, or contributed to the presence of 3rd bodies, which are all possible factors which could have contributed to wear and ion release. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).